Manufacturer narrative:
Service was dispatched for a beckman field service engineer (fse) to evaluate the instrument. The fse reviewed event log and confirmed there was photometry error during cuvette wash. The fse found a slightly bent probe on the outer wheel side of the cuvette wash head, which may have chipped a few cuvettes leading to the cause of the original wheel overflow. The fse determined the primary malfunction was the overflow and replacing the entire wash head assembly resolved the issue. The fse also found the customer had not replaced the lamp as per bec instructions for use, which could have impacted results as well. Lamp was then replaced. The fse verified wash head assembly and lamp working properly. Instrument resumed operation.

Event description:
The customer stated a cuvette wheel overflow and multiple analytes erroneous results generated on their au5800 clinical chemistry analyzer unit 1. The original results were not provided however, the customer noted direct bilirubin and creatinine results were either low or negative. The customer confirmed patient treatments were not changed. Quality control was within their established range before the event. The customer wore a lab coat and gloves and was not exposed during instrument leaking. The customer stopped the instrument and requested service.